Event description:
This spontaneous case was reported by the lay press and describes the occurrence of multiple allergies ("allergies") in female patients who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced multiple allergies (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal problems"), migraine ("migraines") and adverse event ("adverse effects nos / adverse effects that some women are suffering due to device"). Essure was removed. At the time of the report, the multiple allergies, hormone level abnormal, migraine and adverse event outcome was unknown. The reporter considered adverse event, hormone level abnormal, migraine and multiple allergies to be related to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(4) 2018 for the following meddra pt (excluding this case): multiple allergies: 9 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.